Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, upon removal, the cleo infusion set cannula was found to be bent, which resulted in elevated glucose levels for the patient. This issue may have led to an occlusion. There was patient involvement; however, no harm was reported.